Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint regarding insufficient sealing was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was not cauterizing and sealing and they had to open a new one. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was not inspected prior to use. Sealing was being performed at the time. The instrument issue involved insufficient sealing. The vessel sealer extend instrument did not properly seal at the start. No errors occurred when the issue occurred. The customer could not recall if the long continuous audible signal sounded during the sealing sequence when the pedal was pressed. The customer could not recall if the seal completion tones sounded when the seal cycle completed. Tissue effect was observed during the sealing cycle. No tissue was ever cut that was not fully sealed. The target tissue was fat/mesentery. The target tissue was not under tension during the sealing/cutting process. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to or during the sealing cycle. There was no unexpected bleeding experienced by the patient. It was just oozy.